Event description:
Event description boston scientific received information that during an elective procedure to replace this patient's pacemaker, this right ventricular lead was removed from service as it would no longer stay in place and dislodgement was suspected due to patient anatomy. Therefore, a new lead was implanted and interfaced to the newly implanted pacemaker.